Event description:
It was reported that during a device interrogation, the device exhibited a power on reset (por). The device was consequently reset due to the interrogation and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).